Event description:
The customer observed a falsely elevated calcium2 (ca) result for a 13-month-old male patient. The following data was provided (customer¿s reference range for adjusted ca is 2.10-2.65 mmol/l; package insert reference range for 1-<3 years-old is 2.30-2.63 mmol/l): sample ID: (B)(6) initial result, on (B)(6) 2026, was 3.55, repeat result was 2.20 mmol/l; initial adjusted ca was 3.71, repeat result was 2.36 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.